Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated they had a sensor malfunction that resulted in hospitalization. No further details were provided. Additional event or patient information is not available.